Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010". During call, the home patient (hp) reported that they were hospitalized in (B)(6) for 2 days because of stomach pain. The hp also stated that they had problems with an infection at their catheter site. On (B)(6) 2010 product surveillance contacted the hp's peritoneal dialysis clinic regarding the report that the hp was hospitalized with stomach pain and a catheter site infection. The peritoneal dialysis nurse (rn) stated that the hp had been diagnosed with yeast peritonitis and had to have her catheter replaced. She is currently not doing peritoneal dialysis (pd) therapy. The exit site infection is considered resolved and a new catheter has been placed. The event of peritonitis was said to be cause by patient contamination. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). Device not available.